Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: mnh, mni, kwq, kwp. (B)(6). A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the thread of the prime lock is broken off. The review of the production history revealed that the pedicle screw was manufactured according to the specifications. The exact cause of failure could not be determined. High lateral stress (increased soft tissue pressure, correction of the screw course) led to an overload situation and finally to the breakage of thread and loosening of screw head. No issues during the manufacture that would have contributed to this complaint condition were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the head of the polyaxial screw was loose from the screw when the surgeon attempted to implant at l3. The screw was replaced with another screw. No patient harm and no prolongation of surgery reported. This is report 1 of 1 for (B)(4).